Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was potential loc (loss of capture) on the right ventricular (rv) lead. The current electrogram at time of transmission shows ventricular sensing/pacing with possible non-capture noted and outputs were at eight volts. Additionally, it was reported that the rv lead had high thresholds and unsuccessful dft (defibrillation threshold) testing which was related to the patient¿s use of a controlled substance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.